Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic probe experienced separation of the electrocoagulation head core, which resulted in the inability to use the electrocoagulation function normally during vitrectomy surgery. The surgery was completed by replacing the probe with a new one, and no patient impact was reported.